Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked at approximately 6.0 cm from the proximal end. The stretch resistant wire (sr wire) was fractured, and the embolization coil was unraveled. The proximal constraint sphere and the pull wire were within the pusher assembly distal detachment tip (ddt). Conclusions: evaluation of the returned ruby coil revealed that the sr wire was fractured, and the embolization coil was unraveled. Further investigation revealed that the proximal constraint sphere and pull wire were within the pusher assembly ddt. If the embolization coil is forcefully retracted against resistance, damage such as an sr wire fracture may occur, and the embolization coil may unravel. The lantern used in the procedure was not returned for evaluation; therefore, the root cause of the resistance was unable to determined. Further investigation revealed a kink on the pusher assembly. This damage was likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, while advancing a ruby coil through a lantern delivery microcatheter (lantern), the ruby coil unintentionally detached from its wire. Therefore, the lantern containing the detached ruby coil was removed, and the ruby coil was flushed out. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.